Event description:
It was initially reported that the physician's handheld was performing slowly and was freezing on different screens. It is unclear at this time, if the reported screen freezes are the device performing slowly. It is unk if troubleshooting was performed or resolved the screen freezes. Good faith attempts for more info and product return have been unsuccessful to date.